Event description:
It was reported that during follow-up, low, out of range, pacing lead impedance, increased capture threshold, and sensing anomaly were observed. The lead was capped and replaced. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.